Event description:
I am very angry with you - mentor! To make a long story short: breast cancer, bilateral mastectomy, tissue expanders, mentor saline implants. 5 years and 4 months later - rupture !!!!! After rupture; went online and saw a lot of stuff about you that I find very alarming! Had both implants removed. Because of your "bad business practices" I have had another mastectomy - no different than the original mastectomy - and I am truly devastated. Yes, I blame you - mentor. I am so very distraught over my whole situation. When I had these implants put in, I asked the plastic surgeon what would break these and his answer to me was "it would take an act of god and/or a horrific car wreck to bust them." I felt better. The only informed decision I made was saline instead of silicone !! Once upon a time I had a chest and now I don't. If this letter is being read by a man, how would you like your testiciles taken off twice??? I never knew "not to trust mentor," now I don't trust at all! You have no idea how much emotional stress you have put me through!!! The "hiding of info and lying" in the first place. I should not have had to go through this surgery at all.